Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair with mesh, when pushing the mesh into the abdomen through the trocar, the grey cover on top of the trocar went to the patient's belly and was retrieved by using a grasper. There was no patient injury.